Manufacturer narrative:
This is one of two manufacturer reports being submitted for the same event. Reference related manufacturer report # 2015691-2026-11238. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaints of difficulty introducing sheath, difficulty advancing through sheath, and sheath kinked were confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests patient factors (calcification, tortuosity) likely contributed to the difficulty introducing sheath and difficulty advancing through sheath events. Sharp or bulky calcified nodules within the patient's access vessel can act as a physical obstacle that can increase friction and lead to higher push force. Tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft causing it to bend and require a higher push force to navigate. These factors combined can create a challenging pathway for sheath introduction and can compound, further leading to difficulty during sheath introduction/advancement. In addition, tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Calcification can reduce the vessel lumen diameter and may increase restriction, leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Also, available information suggests patient factors (calcification, tortuosity) and/or procedural factors (device manipulation) likely contributed to the event as the reported perceived root cause of the sheath kinked event. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft kinks. When combined with non-coaxial advancement trajectories (rendered through anatomical complexities, steep angles and/or manual device misalignments), these forces can further exacerbate damage to the sheath shaft.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), the patient underwent a left-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra (s3u) valve in the native aortic position. Although the transfemoral access was calcified and there was a 90 degree bend in the left common iliac artery (lca), the operating team did not feel it was necessary to perform shockwave therapy. During the tavr procedure, there was moderate resistance when inserting the esheath+ into the access site, but the device was able to be fully introduced. The esheath+ was then filled with 10cc propofol for lubrication, and the 26mm commander delivery system (with the loaded s3u valve) was inserted. As there was resistance when the commander entered into the lca, the operating team stopped advancing the system, after which a kink was noted in the esheath+. The anesthesiologist then stated the patient's blood pressure (bp) was dropping. A subsequent angiography with runoff revealed a significant lca perforation. A coda balloon was inserted and the patient's bp became stable. It was noted that the s3u valve was stuck in the lca, but still inside the esheath+. The operating team pulled the commander out and this stripped the crimped valve off the balloon; however, the valve was still in the esheath+. Once the esheath+ was removed, the valve was left on the wire in the lca. A 6mm peripheral balloon was used to balloon the inside of the valve to create flow through the valve. The vascular surgeon then arrived and used a 9mmx79mm viabahn vbx balloon to open the valve, and a covered stent was placed and ballooned inside the s3u valve to repair the lca perforation. The final angiography showed a good result. The patient was stable post procedure and transferred to the intensive care unit. The remaining of the tavr procedure was aborted.